Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the pc board is defective. Additional note states the power switch is defective (no alarm).